Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported experiencing poor aspiration during the phacoemulsification phase of a cataract extraction with intraocular lens implant procedure. The crystalline lens was not fragmented and aspired quickly but "pushed back", however the case was completed with no harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. Based on the information provided for this investigation, the customer reported event is unable to be confirmed. As the system was found to meet specification after the reported event, the root cause is unable to be determined conclusively. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 3, 2017. Based on qa assessment, the product met specifications at the time of release. As the system was found to meet specifications after the reported event, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).